Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The amount of insulin that the cartridge had been filled with was not provided. The customer reported blood glucose level ranged from 300-600's (mg/dl), and was addressed with a correction bolus.